Event description:
A dealer reported that on (B)(6) 2014, an adverse event involving a quickie gt wheelchair had occurred. The dealer stated that the end-user was sitting in his wheelchair at the gym curling 60 pound dumbbells when the backrest brackets snapped. As a result, the end-user fell backward out of his wheelchair and bumped his head. The end-user drove himself to the hospital where he was diagnosed with a concussion.

Manufacturer narrative:
This investigation is considered closed. There will be no follow-up filed to the FDA.